Event description:
Medwatch report# mw5163863. It was reported that on an unknown date, a trifecta valve was implanted. On an unknown date, a non-abbott transcatheter valve was implanted.

Manufacturer narrative:
The additional patient effect of death and malfunctions reported in the article are captured under separate medwatch reports.

Manufacturer narrative:
An event of intervention was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The patient¿s medical history was not known. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Medwatch report# mw5163863. It was reported that on an unknown date, a trifecta valve was implanted. On an unknown date, a non-abbott transcatheter valve was implanted.